Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an issue with charging the pump battery. Additionally, the battery percentage remained static at a value while charging. Customer¿s blood glucose level was 123 mg/dl. Customer continued to use the pump for insulin therapy.